Event description:
It was reported that during a procedure with this fiber, it snapped at approximately one third of the length of the fiber. It was said that the device stopped working as no beam was observed. Since the breakage occurred near the patient leg, it was checked to see if the patient was harmed, but only a hole in the drape was found. The fiber was replaced and the procedure was completed without reported complications. At the end of the case, it was also noted that the nurse sterile gown had a hole as a consequence of the snap, but no injuries were identified.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone.

Event description:
It was reported that during a procedure with this fiber, it snapped at approximately one third of the length of the fiber. It was said that the device stopped working as no beam was observed. Since the breakage occurred near the patient leg, it was checked to see if the patient was harmed, but only a hole in the drape was found. The fiber was replaced and the procedure was completed without reported complications. At the end of the case, it was also noted that the nurse sterile gown had a hole as a consequence of the snap, but no injuries were identified.